Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the severity of the burn? Superficial partial-thickness burns injure the first and second layers of skin. What medical intervention was used to treat the burn? (Such as salve or stitches) it was treated with burn ointment and bandages. Are there any anticipated long-term effects from the burn? No.

Event description:
It was reported that during a hysterectomy procedure, a burn appeared on the patients left upper arm. The doctor treated the burn with mebo. No other details provided.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2020. Investigation summary : one each 0845 serial number (B)(6) was returned for evaluation. The returned pad was functionally tested and found to be performing within specifications. No abnormalities were observed during visual inspection. The complaint is unconfirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.